Manufacturer narrative:
The solitaire device has not been returned for evaluation; product analysis cannot be performed. Based on the reported information, there does not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the passed away approximately 26 days post successful mechanical thrombectomy procedure. The patient was undergoing mechanical thrombectomy for treatment of an acute ischemic stroke. Prior to the event, the subject had a pre-procedure nihss of 25. Subject had a pre-procedural mtici score of 0. Final pass with solitaire resulted in tici of 2b. 24 hours post procedure, the patient had nihss of 19 and was discharged home 6 days post procedure with mrs of 4 and nihss of 6. The reason for death was unknown.